Event description:
A physician attempted an arteriotomy closure using the starclose device after an interventional procedure. The device could not be removed from the pt. A surgeon performed a surgical cut-down to remove the starclose device from the artery. The starclose clip was removed with the device. Closure was achieved in surgery.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.